Manufacturer narrative:
H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Continuation of d10: product ID cd9000, lot#/serial# (B)(6), product type multiple therapy product. Product ID wr9220, lot#/serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's recharger would not power on. The caller indicated that the green lights would come on when it was on the blue cradle, but as soon as they took it off the cradle, the lights would turn off and it would not turn on at all. A replacement wireless recharger was sent out.